Event description:
During surgery, the surgeon crushed the bone fragment to make a graft using a electric bone mill manufactured by striker. Although the graft seemed to be coarser than usual, he tried to implant it with the device in question before cage insertion. However, the graft got stuck inside the device and it could not be unclogged by hammering. When he retried with a 2mm k-wire, it interfered with the device. As a result, iron powder which may be produced by the interference was mixed with the graft. Due to the incident, the procedure was extended for 40 minutes.

Manufacturer narrative:
Complaint will be reported as a non-product related adverse event. The graft seemed to be coarser than normal but the surgeon proceeded to implant and the graft clogged up the device. It was surgeon choice to attempt unclogging with 2mm k-wire instead of using new graft. As a result, it is reported that iron powder was mixed with the graft and the procedure was extended for 40 minutes. There is no indication that the concorde bone funnel 8mm device caused or contributed to the event. No reported malfunction or failure of the concorde bone funnel 8mm. No surgical intervention reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Non product related adverse event.